Manufacturer narrative:
Additional information h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) failed to start the infusion. The pump was programmed for the patient to receive valproate 750 mg in normal saline 0.9% 100ml intravenous piggyback (ivpb) to infuse over an hour; however, when the pump accepted the setting and displayed that the infusion had started, it was observed that there was no dripping noted from the ivpb. There was no report of patient injury or medical intervention associated with this event. No additional information is available.